Event description:
It was reported that the patient's right ventricular (rv) lead had cardiac perforation. The patient presented to the ER with chest pain. Surgical repositioning of the lead was required and the lead was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).